Manufacturer narrative:
H3, h6: the navio surgical system us, pn: npfs02000, sn: (B)(6) used in treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. The case files were provided and the reported complaint was not confirmed. Reviewing the final planning screen, the implant placement was not completely flush within the trochlear notch. Therefore, there was no bone to be resected in that area. The cut screen would have displayed colored layers for bone removal in the notch area had more of the notch been planned for resection. Further review of the final planning screen shows the implant being inferior enough to the articular surface point that had the implant been placed more superior (toward this point), the implant would have been more flush with the bone. Then, more of the trochlear notch would have been planned for resection. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. The most likely cause of the reported discrepancy between the planning screen and the cut screen was that the implant was not flush within the trochlear notch, thus no bone was planned to be removed. As a result of these findings, it was determined that the software functioned as intended; no defect of the system occurred. Based on the investigation, no containment or corrective actions are recommended at this time.

Event description:
It was reported that during a navio pfa procedure, for the trochlear notch cut, the cut screen showed complete white in the area where they thought they were supposed to be cutting bone (discrepancy between the planning screen and the cut screen). The case was completed with navio. There was no harm to the patient, and no delay to the case. No other complications were reported.